Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter was stuck to the wire occurred. The target lesion was located in the left heart. An opticross¿ 6 imaging catheter was selected for use. Intravascular ultrasound (ivus) measurement was performed and did pullback without any issues. When the doctor decided to remove the opticross¿ 6 imaging catheter from the guide wire, it felt like the catheter was stuck in the wire. Thus, it was decided to pull all devices together. The procedure was completed with this device. No patient complications were reported and the patient was fine.

Event description:
It was reported that the catheter was stuck to the wire occurred. The target lesion was located in the left heart. An opticross¿ 6 imaging catheter was selected for use. Intravascular ultrasound (ivus) measurement was performed and did pullback without any issues. When the doctor decided to remove the opticross¿ 6 imaging catheter from the guide wire, it felt like the catheter was stuck in the wire. Thus, it was decided to pull all devices together. The procedure was completed with this device. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Device lot # updated to 21385162. Device expiration date updated to 11/14/2019. Device manufactured date updated to 11/14/2017. Updated: device avail. For eval?., returned to MFR. On., device returned to MFR.?., device evaluated by MFR.?, eval summary attached, method codes, result codes, conclusion codes. Device evaluated by MFR: the device was returned for evaluation device analysis revealed that the device was returned with a wire stuck in the guide wire exit hole of the catheter, additionally, the guidewire exit hole port has found damaged, beside, a kinks was observed in the telescope assembly of the catheter. The returned wire stuck was removed in order to perform the product analysis of the catheter and a test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).